Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to the battery could not charge and they could not perform high impedance check unless a new battery was implanted. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.